Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing clamp was defective during use. The following information was provided by the initial reporter, translated from chinese: "the patient was treated with anti-infective drugs intravenously due to chronic pelvic inflammatory disease. After successful puncture, fluid exudation could not be controlled at the switch clamp. Replace the indwelling needle and re-puncture."

Manufacturer narrative:
Investigation summary: no actual samples and pictures were returned by the customer, the clamping state of pinch clamp cannot be confirmed. A device history review was conducted for lot number 1076999. The retained sample of this lot is taken for the pinch clamp sealing test, and the test result is qualified. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1076999. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing clamp was defective during use. The following information was provided by the initial reporter, translated from chinese: "the patient was treated with anti-infective drugs intravenously due to chronic pelvic inflammatory disease. After successful puncture, fluid exudation could not be controlled at the switch clamp. Replace the indwelling needle and re-puncture".